Manufacturer narrative:
As reported, upon inspection, prior to use, the front end of a 10f 11 cm avanti plus sheath catheter sheath introducer (csi) was found to be frayed, split, torn and unusable during an interventional procedure and it was immediately replaced with another avanti plus sheath. There was no reported patient injury. The catheter sheath and puncture kit were used by the physician. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging nor difficulty experienced in prepping the device. The device cannot be returned. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, or an intravascular device through the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Thread the csi/vessel dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel. To avoid damage to the csi tip, do not withdraw the vessel dilator while advancing and positioning the csi in the vessel.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, upon inspection, prior to use, the front end of a 10f 11 cm avanti plus sheath catheter sheath introducer (csi) was found to be frayed, split, torn and unusable during an interventional procedure and it was immediately replaced with another avanti plus sheath. There was no reported patient injury. The catheter sheath and puncture kit were used by the physician. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging nor difficulty experienced in prepping the device. The device cannot be returned. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae.